Event description:
The customer reported that the spectrum pump has door issues. No pt injury was reported. No further info was provided.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was evaluated by baxter. The eval confirmed the reported symptom of "door issues". Review of history shows "door jammed" messages. The eval experienced the door not latching correctly caused by the upper door not latching correctly caused by the upper door hook being out of specification. The device has been reworked to correct this condition.